Manufacturer narrative:
The device has not been returned for evaluation. A photo of the abutment was submitted, which illustrated that the internal lobe portion was detached from the cuff portion of the abutment. The area of the breakage was found to be ragged and uneven. Modification can lead to abutment fracture. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. The root cause of this event is likely attributed to user technique and/or operational context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Attempts were made to obtain additional info, and the return of the device for evaluation. A follow-up medwatch form will be submitted if additional info and/or the device is received at a later date. (B)(4).

Event description:
The complainant reported that a prima zi abutment was placed in fdi dental site number seven in a female pt on an unk date. The complainant also reported that there was added vita vm9 low fusing add-on porcelain to the abutment and was heat treated per protocol. The abutment was reduced to a small portion of the incisal portion on the abutment from the lingual space. The abutment was in place for two days when it fracture at the connection portion of the abutment which seats in the implant. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.